Event description:
Unable to wedge====================== health professional's impression======================same as above====================== manufacturer response for opti q svo2/cco catheter, opti q svo2/cco catheter======================we had many discussions with the manufacture's representative. We followed their recommendations and we continue to have product malfunctions. This interferes with patient care.======================in a phone conversation the reporter indicated the device lot number for report number 12 is 88-103-2a. The lot number for the devices on the other six reports may be different. A new device was implanted on the patients listed on reports 12, 15, 16, and 17. While on reports 13 and 14 they resolved the issue and implanted the same device. On report number 11 the devices were not removed from the patients. They monitored the patients closely. Reporter indicated there was no visible manufacturer problem noticed on the devices.